Event description:
Quadrapolar electrophysiology catheter while in the right atrium, became snagged while dr was positioning. When it was free and removed and on fluoro noted catheter tip separated from coating and pulled apart. No consequences. The lack of adhesive is the cause of the event. Nevertheless, the anchor wires, acting as a safety feature, prevented the complete separation of the tip electrode. All paperwork intended to describe the MFR of catheters is complete. This is an isolated case of "manufacturing operator error".